Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter email) has been updated. Correction block d2a (common device name) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results. The returned speedband superview super 7 was analyzed, and it was observed that two bands were damaged, and the ligator teeth were damaged. The slack was not taken up and the handle had evidence that the loop was secured to the post. Additionally, it was found that bands were overlapped. No other problems with the device were noted. The reported events of bands failure to deploy was confirmed. It was found that slack was not properly taken up from the handle slot, which may have affected the deployment of the bands once the ligator housing was installed in the endoscope. As a result, the trip wire did not function in coordination with the handle during band deployment. It was determined that failure to follow the device instructions for use may have contributed to the deployment problem. Based on a review of all available information, the most probable cause of the reported event is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, it was noticed that the band could not be deployed while the physician turned the handle unit. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.